Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was reading inaccurately high compared to another meter (verio iq). The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca listened back to the call. Cca noted that the patient was unsure and unable to clearly recall details of the event. The patient stated that the alleged issue first started on (B)(6) 2016, 8:00am, although no blood glucose results were provided for this date. The patient manages her diabetes with oral medications, diet and/or exercise and stated that on (B)(6) 2016, she increased her dose of insulin by an unknown amount. On an unspecified time, the patient stated that she had developed the symptoms of ¿shaky and lightheaded¿ and on (B)(6) 2016 reported that she obtained an alleged inaccurate high result of 299mg/dl on the subject meter compared to 117mg/dl on another meter performed within less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿s criteria for accuracy. The patient stated that on (B)(6) 2016 she was treated with insulin (type and dose unknown) by a health care professional (hcp). At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the results. The patient used the correct testing steps to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. Cca noted that the patient did not have control solution to carry out a test. Replacement products were sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. Although the patient reported symptom¿s that meets lifescan¿s criteria of a serious diabetic excursion, this correlates with the allegedly high result obtained on the subject meter as does the hcp treatment the patient received. However, this complaint is being reported because due to the comparison provided, the device malfunctioned.